Event description:
The suspect meter exhibited variation in test results when compared with the lab. The following results were reported: inratio: 2.2; lab: 2.5, inratio:3.6; lab: 2.5. Upon further discussion with the patient, it was determined that the strips may have been stored in an area higher than 95 degrees and that the expiration date was 10/2005. Technical support is sending a new lot of strips to the patient for a study and a comparison with the lab. Further follow up to be performed.